Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report#s: 1627487-2018-02964, 1627487-2018-02965, 1627487-2018-02966. It was reported that one of the drg leads eroded through the patient's skin. On (B)(6) 2018, surgical intervention was undertaken wherein the trial physician cut the stuck trial lead off about 3 inches from the skin, but the orthopedic surgeon removed the cut lead entirely and sutured the wound without opening the drg ins pocket. The patient's drg system was reprogrammed and the patient has good coverage with the remaining leads.